Event description:
Customer called to report he was having trouble with inserting the reservoir and infusion sets. The blood glucose reading was unknown at the time of the call. The insulin pump alarmed for no delivery when the customer was able insert the set and reservoir. Customer is currently able to deliver with a set and reservoir. Advised the customer to send the sets and reservoir back for analysis. The infusion sets and reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.